Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light guide receiver was broken. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Event description:
The malfunction occurred during reprocessing during an unknown procedure. The procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b3, b5, d2a, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.